Manufacturer narrative:
(B)(4). Concomitant medical products: s061140 selex/magnum mod hd 40mm -6 351780  01,  ep-109926 e-poly 40mm 10deg lnr sz26 378050  01,  11-301304 arcos con sz d std 60mm 906430  71.  A follow up report will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11434. Investigation in progress.

Event description:
It was reported that the radiolucency lines were seen after 2 year 2 months post revision surgery of the left hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was not evaluated and the reported event was confirmed by radiographs. Review of x-rays showed minimal radiolucency of along the proximal femur posteriorly. DHR was reviewed and no discrepancies relevant to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.